Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. The reported blood glucose reading at the time of the second event was 711 mg/dl. It was reported that the cannula of the infusion set was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.